Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remained implanted in the patient. The event date is known only as "april 2025". Therefore, (B)(6) 2025 is being used to calculate the minimum implant duration. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a 3300tfx21mm valve implanted in aortic position was showing moderate gradients after an implant duration of six (6) years and nine (9) months. The patient presented with dyspnea and was being evaluated for reintervention. However, as per the last information received, a definitive treatment approach was not yet determined (explant or a valve-in-valve procedure).

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.